Event description:
It was reported that during implant of the atrial lead, the physician had difficulty inserting the lead into the header of the device. The lead was successfully inserted with the use of silicone oil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.